Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, calcification was observed on the right ventricular lead that damaged the lead. The lead had stopped pacing, capture thresholds had increased, and impedance values had rose. Prior to procedure, lead measurements were acceptable. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.